Event description:
I began using my faulty machine, that is registered with phillips now, (B)(6) 2020. Apx 2 months later I was diagnosed with stage lv esophageal cancer. Until now, the cause has been unknown. I have been told that my cancer is treatable but not curable. I was given a grim outlook of 50% of people with this cancer, die within 6 months, and 10% make it to a year. I am thankful that the trial drug treatment I am on is helping. God is good to me. My dr says I need the machine, so not to stop using it, but to get some type filter for it. I have a protein in my body that feeds this type cancer, her2 +3. It is the reason it has spread so fast. FDA safety report ID # (B)(4).